Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent incision and removal of foreign bodies in the chin skin and subcutaneous tissue on (B)(6) 2025 and suture was used. When the surgeon used suture to sew the incision, the problem of pulling off suture needle suddenly happened. In order to ensure the operation safety and suture effect, the surgeon immediately stopped the related operation, strictly followed the principle of sterility, and replaced the suture with a brand new one. Subsequently, the remaining suture steps were successfully completed. The patient's vital signs remained stable after surgery, and the wound healing was good. No additional information was provided.